Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 510 mg/dl and a seizure; cause was not known. Customer was taken to the emergency room (mode of transportation was not provided) and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.